Event description:
It was reported that the user experienced confusion and disorientation, felt hot and short of breath, and was unable to navigate the pump before confirming a fingerstick blood glucose of 48 mg/dl; the user had previously taken correction doses after a glucose of 251 mg/dl and did not announce a meal, and treated the low with orange juice. Symptoms included hypoglycemia, sweating, hot flashes or flushing, and confusion or disorientation. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device-related findings, with insufficient information regarding a specific device component and no medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.